Event description:
Healthcare provider reported left side deflation. The device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Manufacturer narrative:
Device evaluation: additional, changed, and/or visual analysis of the returned device identified: opening, crease fold, wear abrasion and yellow particle in the surface of the shell . Leak test was performed and found opening on posterior. A microscopic analysis was performed which identify sharp opening in the posterior. A dimension measurement in the shell was performed which identify the thickness within specification. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: a opening sharp in the posterior side assessed as unidentified (tear) opening. Additional, changed, and/or corrected data: d9, h3, h6.

Event description:
Healthcare provider reported left side deflation. The device has been explanted and replaced.